Event description:
Boston scientific received information that during a review of x-rays performed at implant, 90 days and 180 days post-implant, it was determined that the electrode had moved. A revision procedure was performed and the electrode was successfully repositioned. No adverse pt effects were reported.

Manufacturer narrative:
The electrode remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.